Event description:
Customer reports a fiber leak in reuse #22 at the onset of treatment noted by a blood leak alarm and obviously visible in the dialysate lines. Estimated blood loss was 150cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.